Event description:
The following report was received from the affiliate: this complaint is from a clinical study. Approximately seventeen months post index procedure, a follow up cag was conducted and focal restenosis was observed inside the implanted cypher. The patient complained of chest pain and there was 50% stenosis. To treat the restenosis, poba was conducted with a 2.5x20mm kongou balloon; inflation time and pressure was unk. The residual % of stenosis was 0%. At the time, to treat a de novo lesion at the proximal lad that was 90% occluded, a 2.5x23mm pixel bms was implanted. Inflation time and pressure was unk. This bms stent was not overlapping the cypher stent. There was no symptom on the patient after the pci. Three months post treatment of the restenosis, a follow up cag was conducted and 90% restenosis was observed at the lesion of the bms. To treat the restenosis, poba was conducted with a 2.5x20mm kongou bms. Inflation time and pressure was unk. The cypher stent was patent. Physician's comment: the patient easily can get cardiac stenosis and so there was no relation to cypher.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was at the left main. The lesion was de novo, eccentric, ostial and a discrete lesion. The vessel was not a calcified or flexion lesion. The diameter of the vessel was 2.53mm and the lesion length was 3.93mm. Pre-procedure stenosis was 51.5%. Lesion classification of the vessel was type b2. Femoral approach was chosen for the proedure. Pre-dilation was conducted with a 3.0x15mm balloon at 20atms. Inflation time was unk. A 3.0x18mm cypher des was deployed at 16atms for 16-30 seconds at the target lesion. Post-dilation was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 8.3%. Ivus was conducted. Please note: device is distibuted outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.